Event description:
Customer reported that there was smoke emanating from the scanner, which resulted in the hospital contacting the fire department. Upon investigation, it was determined that the root cause of the smoke was a component of the cathode power module, the emi board. The component on the board is made of a self extinguishing material.

Manufacturer narrative:
(B) (4). The incident was re-evaluated during an internal audit. Based upon the internal audit, this MDR is being submitted late.